Manufacturer narrative:
H.6. Results code 1: code 213 ¿ the review of the manufacturing paperwork verified that the lot met all pre-release specifications. H.6. Conclusions code 1: code 18 - according to the gore® excluder® aaa endoprosthesis instructions for use (IFU), the safety and effectiveness of the gore® excluder® aaa endoprosthesis have not been evaluated in patient populations including, but not limited to, revision of previously placed stent grafts. H.6. Conclusions code 2: code 22 - according to the gore® excluder® aaa endoprosthesis IFU, potential device or procedure related adverse events that may occur and/or require intervention or additional intraoperative procedure time include, but are not limited to, endoleak and surgical conversion. According to the gore® excluder® aaa endoprosthesis IFU, any modifications made to the device may cause serious surgical consequences or injury to the patient.

Event description:
On (B)(6) 2020 the patient presented with a ruptured and bleeding abdominal aortic aneurysm. Reportedly the patient had a pre-existing endologix device with a proximal type I endoleak. The endologix device was relined using gore® excluder® aaa endoprostheses. On (B)(6) 2020 the patient complained of belly pain. A CT was performed and a proximal type I endoleak was reported on the gore® excluder® trunk-ipsilateral leg component. It was reported that the endoleak was caused by the endologix device not allowing the trunk to fully expand. Aptus staples were placed to resolve the endoleak. On (B)(6) 2020 the endoleak persisted, and the physician reportedly converted to open repair. The trunk of the trunk-ipsilateral leg component was reportedly cut at the flow divider. The trunk of the gore® excluder® and the endologix device were explanted. The ipsilateral limb and contralateral leg component remained implanted. A tube graft was reportedly sewn into the patient's proximal aortic neck, and attached to the flow divider thus connecting the tube graft to the remaining excluder® limbs distally. The patient reportedly tolerated the procedure.